Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. The staff swapped the iabp for another. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm disassembled the iabp and inspected for blood, none was detected. The logs were reviewed and the stm found autofill faults in the log. The faults indicate there was a leak in the intra-aortic balloon (iab)/blood detection. The stm performed simulated therapy for 15 minutes and could not duplicate the fault. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. The staff swapped the iabp for another. No patient harm, serious injury or adverse event was reported.